Event description:
Additional information received reported that the motor stall occurred (B)(6) 2016 at 12:07 and a motor stall recovery occurred (B)(6) 2016 at 12:38.

Manufacturer narrative:
Other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via the product surveillance registry (psr) clinical study regarding a patient who was receiving morphine (5.0 mg/ml at 2.3028 mg/day), bupivacaine (30.0 mg/ml at 13.817 mg/day), clonidine (200.0 mcg/ml at 92.11 mcg/day), and compounded baclofen (300.0 mcg/ml at 138.17 mcg/day), via an implantable infusion pump until (B)(6) 2016, and then updated to morphine (5.0 mg/ml at 2.5030 mg/day), bupivacaine (30.0 mg/ml at 15.018 mg/day), and compounded baclofen (300.0 mcg/ml at 150.18 mcg/day) on (B)(6) 2016. The indications for pump use were non-malignant pain and failed back surgery syndrome. It was reported than a motor stall occurred secondary to magnetic resonance imaging (MRI) and the stall recovered; the stall duration wasn't provided. Device interrogation on (B)(6) 2016 revealed the motor stall and recovery. The event was related to the device or therapy. No symptom was reported. The event resolved without sequelae on (B)(6) 2016. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.